Event description:
(B)(4) has received updated information from an attorney on the patient injury from a previous complaint involving a rollator allegedly distributed by (B)(4). It is alleged that the claimant was sitting on the rollator when the right front wheel broke off causing her to fall and break her left humerus. (B)(4) had reached out to the claimant¿s attorney to have the alleged product returned for evaluation. But our request was refused. Attorney did send photos and medical records. It is reported that the patient was admitted to a rehab unit for five (5) days and discharged in stable condition. This MDR report is based on the complaint from claimant¿s attorney and relating medical records.